Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes the device will not be returning.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06042. Related manufacturer reference number: 2017865-2021-06043. It was reported that the device could not be interrogated with rf telemetry. Noise on both the right ventricular (rv) and atrial leads was also seen. The noise was not reproducible during the procedure, and it was decided to explant and replaced the device. No further noise was seen on either lead. There were no adverse health consequences to the patient.